Event description:
This device was received with no information.

Manufacturer narrative:
(B)(4) = shrink tube and end effector. The analysis results confirmed that the 5dcs instrument was received with the shrink tube damaged at the area of the links. The instrument was functionally tested and during the analysis the scissors did not cut properly; the blades were examined and were found to loose point of contact. It was concluded that low bias force caused the blades to loose point of contact; however, no conclusion could be reached as what may have caused this failure and the damage at the shrink tube. The batch record was reviewed and no anomalies were noted during the manufacturing process.